Event description:
Reportedly, both monitors on e360 went blank except for message "no connection to bit map". The ventilator was turned off and back on again and the problem was solved. Please note that there was no serious injury in this case. Investigation of this issue has found that when this type of error message occurs, the pt continues to be ventilated, however, if a subsequent alarm event were to occur, there would be a visual alarm but no audible alarm would sound to alert the caregiver or hosp staff.

Manufacturer narrative:
As a result of these complaints involving the touch screen freezing in association with a bit map error, newport medical instruments implemented a field correction in 2008. This field correction involves a software upgrade to version 3.3 which addresses the root cause of the problem by minimizing the frequency of the flash card access, thus reducing the probability for the flash card to crash and shut down the single board computer. Additionally, it provides an audible and visual alarm associated with the shut down of the single board computer alerting the user to fault condition. These changes reduce the probability of the error occurring and ensure that the caregiver is notified of the error in the event it does occur.